Manufacturer narrative:
(B)(4). The sample is available for evaluation, per the customer; however, the sample has not yet been received by baxter. Should the sample or additional information be received, a follow-up report will be submitted.

Event description:
It was reported by baxter (B)(6) that the reservoir of an intermate sv200 device had ruptured during filling. According to the reporter, the reservoir was first filled with 50ml of sodium chloride (nacl), then with tazociline (unknown volume and concentration), followed by a second 50 ml of nacl and then the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.